Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, de novo lesion in the right coronary artery (rca). The 2.75x38mm multi-link 8 balloon expandable stent (bes) was advanced but could not reach the target lesion. The bes was pulled out and it was noted that there was a bend in the proximal part of the catheter, however the procedure was continued, and the stent was advanced again towards the lesion. Resistance was felt and the catheter separated into two pieces. The bes was removed and a 2.75x33mm multi-link 8 bes was implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, de novo lesion in the right coronary artery (rca). The 2.75x38mm multi-link 8 balloon expandable stent (bes) was advanced but could not reach the target lesion. The bes was pulled out and it was noted that there was a bend in the proximal part of the catheter, however the procedure was continued, and the stent was advanced again towards the lesion. Resistance was felt and the catheter separated into two pieces. The bes was removed and a 2.75x33mm multi-link 8 bes was implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress and material separation were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the device was removed from the anatomy and the same device was reinserted. It should be noted that the multi-link 8 coronary stent systems (css) instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.